Event description:
It was reported that unspecified pump "malfunction" occurred. Reportedly, the customer experienced diabetic ketoacidosis. No additional information was provided and the customer declined troubleshooting with tandem technical support.